Event description:
(B)(4). I found out that my device was not placed properly. I've experienced hair loss, weight gain, nose bleeds, sever bloating, dizziness, high wbc for years, weight gain, heart palpitations, anemia. My hysterectomy is this month.

Event description:
(B)(4). I have ongoing pelvic pain, stomach pain, migraines, irregular periods, movement of device into my uterus.

Event description:
(B)(4). I was implanted (B)(6) 2005, I have a grade 1 insertion.